Manufacturer narrative:
A kink was noted on the exposed portion of the soft cannula. It is unclear when the kink occurred. During the fluid path test, fluid was able to flow out of the distal tip of the soft cannula without issue. No other defects or deficiencies were found during the investigation. Although kinked, no leaks were found coming from the soft cannula. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent with a hole in it and also leaking insulin. As treatment for hyperglycemia, a new pod was applied.